Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices: bolt (part 459.380, lot unknown, quantity 1); bolt (part 459.360, lot unknown, quantity 1); bolt (part 459.340, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 4/4/2019 two (2) pfna were affected, both from two (2) different surgery's and two different surgeons. It was not possible to place the blade correctly with the complained aiming arm, and the blade hit the nail cranial. This unk - screws: nail distal locking captures the unknown locking bolt.

Event description:
The procedure occurred on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported on (B)(6) 2018, during the procedure, a proximal femoral nail antirotation (pfna) nail was not possible to lock as it was not possible to place the locking bolt correctly with the aiming arm. It was noted also that it was not possible to place the blade correctly with the complained aiming arm, the blade hit the nail cranial. It was unknown if there was surgical delay. Patient and procedure outcome are unknown. Concomitant devices: radiolucent insertion handle: (part:03.010.405, lot: 8365827, quantity:1). This report is for one (1) unknown pfna nail. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for one (1) unknown pfna nail. Part#, lot# and UDI # is not available. Device has not been returned. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown pfna nail. PMA/510(k) number is not available. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected concomitant devices reported: bolt ø4.9 self-tap l38 tan green (part 459.380, lot unknown, quantity 1); bolt ø4.9 self-tap l38 tan green (part 459.360, lot unknown, quantity 1); radiolucent insertion handle (part 03.010.405, lot 8365827, quantity 1).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on an unknown date, the surgeon was unable to lock the proximal femoral nail antirotational (pfna) nail. It is unknown it the procedure was successful. Patient outcome is also unknown. This report is for one (1) unknown- nails: pfna-ii. This is report 1 of 1 for (B)(4).